Event description:
Same case as MFR report #: 2134265-2009-06059. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotablator guide wire detachment occurred. The 99% stenosed and de novo lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). The rotalink plus' rotational speed set at 180,000rpm. Upon attempting to introduce the rotablator guide wire, resistance was noted. During ablation with the rotalink plus set at 180,000rpm, the guide wire fractured and approx 2.2cm of the rotablator guide wire detached inside the pt. The detached guide wire was successfully retrieved using a snare. The procedure was successfully completed with this device. No further pt injuries or complications were reported. The pt's status was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.